Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to cystocele. It was reported that after implantation the patient experienced pain, erosion, dyspareunia and vaginal scarring and underwent repair of vaginal mucosa due to erosion on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal, an anterior repair, cystoscopy and sacrospinous ligament suspension on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.